Event description:
Information received from the field notes that after the patient had a syncopal spell, he came into the pacemaker clinic for a check. The device could not be interrogated and there was no magnet response. Therefore, the device was replaced.